Event description:
During laparoscopic cholecystectomy, while examining the cystic duct with flexible fiber-choledochoscope 7330.052, a small part of the glue came off at the distal end of hose and is missing. The surgeon is aware of possibility that glue was left inside pt. No other complications or pt injury reported from richard wolf gmbh facility.